Manufacturer narrative:
Exact date unknown, event occurred early in (B)(6) 2022.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg revision procedure.